Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 600 mg/dl) and the cause was not known. After confirming the insulin amount, the customer administered an insulin injection to address bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.